Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation.

Event description:
It was reported that the patient underwent a tlif at l4-s1. During insertion of the interbody device, the cage stripped and disengaged from the inserter during impaction. The surgeon was unable to expand the cage or reattach it to inserter. The surgeon opted to leave the cage implanted. No patient complications were reported.